Event description:
Removal of endosseous dental implant. The implant was placed on 8/5/97 in site #20 (class ii-iii bone) during a routine procedure. The clinician reports that the reason for implant failure is that the pt lost two implants in the same area six months ago. The implants were removed at that time and ridge augmentation was performed. At the time of placement of the new implant, the bone quality was good and the implant placement procedure technically went very well, but the pt's body is rejecting the implants. At the time of implant failure, the pt experienced pain, swelling, and bleeding. The implant was removed on 8/27/97.

Manufacturer narrative:
The manufacturer has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.